Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 107, abnormal shutdowns) was isolated to a defective u500 digital signal processor (dsp) on the computer/analog board, causing the monitor resets and abnormal shutdowns. The monitor was unable to complete a baseline or detect and treat testing. The root cause for the defective u500 processor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 107 and abnormal shutdowns.